Manufacturer narrative:
The report of suspected thrombus and a specific cause for the reported hemolysis could not be conclusively determined as the lvad was not returned for evaluation. The instruction for use lists hemolysis and thrombus as adverse events that may be associated with use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4).

Event description:
Additional information was received from the intermacs registry stating: chronic hemolysis on coumadin, asa, persantine. Inr therapeutic. Pump power spikes, anemia, and elevated ldh on (B)(6) 2014. Admitted for pump exchange. Thrombus noted inside pump.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the physician assistant that the patient was seen in clinic with elevated lactate dehydrogenase (ldh) and abnormal vad parameters. The patient was admitted and treated with IV medications. A pump exchange is not being considered at this time.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed